Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced twenty infusion sets tubing detached events on (B)(6) 2025 from connector. The insertion site was the abdomen. Infusion sets were used for 24 hours. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 3 of 3.